Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 517 mg/dl. Customer stated that he is a severe diabetic and he woke up this morning with a high blood glucose. Customer stated that he went to bolus and everything locked up on the pump. Customer changed the battery out and put a battery in but received a button error. Customer stated that he can't do anything. Customer treated with food. Customer stated that the alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer tried to treat with a bolus but has not treated with a back-up plan. Customer mentioned that he would hold the act button down to prime the tubing and it would stop. Customer stated that he would hold the button down again and it would work. The customer was advised to revert to a back-up plan and that the insulin pump will be replaced.